Event description:
Caller reported experiencing a cartridge alarm 20 while the pump was in use during pumping. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent, with updated software and instructions available in the caller's tandem source account. The caller acknowledged the guidance for returning the problematic pump and agreed to use multiple daily injections as a temporary backup therapy.